Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 121 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.